Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hempro jaws were broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated h-6; device code changed to peeled. Trackwise ID #: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/18/2019. While it was stated that the event occurred pre-procedure, signs of clinical use and evidence of blood and tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation on the cold jaw was observed to be peeled away from the entire length of the cold jaw, exposing the metal portion of the cold jaw. The detached silicone was not returned to the factory for evaluation. No other visual defects were observed. Based on the return condition of the device, and the results of the investigation, the reported failure "peeled jaw" was confirmed as well as the analyzed failure "material twisted; bent".

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoviewhempro jaws were broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.